Event description:
It was reported that on (B)(6) 2013, during a procedure to remove a synfix-lr system, eight devices were either broken, bent or compromised during surgery. The surgeon was performing an l-5-s-1 anterior lumbar interbody fusion synfix removal due to the patient having osteomyelitis. The synfix aiming device and implant coupling devices were torqued and significant pressure was put on the devices. The first jointed screw driver broke (serial number (B)(4)) completely off as the surgeon placed it in the last screw. He spun the driver counter-clockwise and the device broke at the joint. The surgeon then used another jointed screwdriver (serial number (B)(4)) to remove the screw and the driver bent where the jointed portion and shaft meet. The implant holder was threaded and after being threaded the nipple portion snapped off while it was being pulled through. The two handles with quick coupling were both bent where they are connected to the shaft during the removal of the last screw on the plate. The end plate elevator was chipped at the top part during removal as well. The surgery was successfully completed. This is report 13 of 13 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury.

Event description:
It was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury.